Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. Trend analysis: due to lack of information it's not possible to make meaningful trend analysis. Event description: it was reported that patient was implanted on an unknown date and has not been revised yet for implant fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as there is no item# and lot# reported. DHR review could not be performed since no lot number was available. Conclusion: it was reported that patient was implanted on an unknown date and has not been revised yet for implant fracture. In vivo time of the device is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00675.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting additional information was sent to the appropriate representatives. Identification numbers of the device (ref and lot): x-rays with printed date were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). Implant and (when available) explant date: all available pictures patient dob, weight, height, bmi and all relevant history. Will the product be available to us for investigation, once it is revised? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the product was implanted on an unknown date and has fractured. The patient has not been revised yet.